Event description:
It was reported that a cgm error 42 occurred, leading the customer to contact support. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in performing a pump reset, after which the cgm error did not reoccur, and the customer successfully started a new sensor session.